Event description:
Our dialysis clinic reported that three tubing sets used on the gambro phoenix dialyzer were leaking. The leak was discovered during machine set up using sterile water to test all connections. Once connection was leading were the tubing inserts into the connector on one of the blood lines. All tubing sets in this lot were removed from use and set aside. None were in use with a pt. The MFR was contacted and is making arrangements to retrieve the defective item in order to determine the manufacturing error. The entire lot will be returned to the MFR for replacement. Diagnosis or reason for use: blood tubing for dialysis machine.